Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. One retain sample from the same lot (7443007) was dimensionally inspected and all measurements were within specification.. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Event description:
Received additional information indicating that the lens appeared to vault asymmetrically and capsular tension ring (ctr) was used on (B)(6) 2015.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the lens vaulted in the patient's eye post implant. The lens was repositioned and yag procedure was performed. Additional information was requested, but new information has not been received.